Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report # 3005099803-2009-05301 for a description of the other device. It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2009 (pt age unk, however over 60 years). According to the complainant, during the colonoscopy procedure, the physician positioned the clipping device in the colon to treat a gi bleed. However, the physician accidentally locked the clip. The clip did not grasp tissue. The physician then attempted to deploy the clip, but it would not advance off of the catheter. The clip was removed along with the catheter out of the pt. A second clipping device of the same type was positioned in the colon, and experienced the same issue. A third clipping device of the same type was used to complete the procedure. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).